Manufacturer narrative:
The devices, used in treatment, have been received for evaluation. A visual inspection confirmed silicone remained on the carrier. The functional evaluation confirmed that the dressing had reduced bonding capabilities, establishing a relationship with the reported event. The root cause has been identified as a raw material issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found additional complaints for the product and failure mode reported in the last three years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that the silicone going off the foam pad and stays on the back cover when removed. No case involved.